Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was implanted and then removed after the doctor discovered a compromise in the capsular bag. A model zma00 lens was subsequently implanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was reported that there was no product quality issue. The circumstances to change lenses was due to the patient's eye condition. The event has now been determined not to be a reportable event. No further reports will be sent for this file. All pertinent information available to abbott medical optics has been submitted.